Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the halo packs cutting forceps jaw would not let go of the tissues. The issue was found during a therapeutic procedure. There were no reports of patient harm.

Event description:
The intended procedure was a total laparoscopic hysterectomy. After a brief delay, the procedure was completed using a similar device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: a2; a3a; a4; a5; a6; b5; d4 primary UDI; d4 expiration date; e1. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.